Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", specific value not provided. Suspected cause was due to the customer¿s basal rate requiring adjustments. Customer addressed their bg with a correction bolus via pump. Customer updated their settings to address the event.